Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation endometrial ablation system was being tested on (B)(6), 2016. According to the complainant, the console skipped a procedural step at the seal integrity check phase, went to cool down mode and registered an insufficient patient cooling message.

Manufacturer narrative:
Investigation results: the genysys hta controller was received in good condition. Visual examination revealed no damages or defects and the procedure set used was not returned for evaluation. Functional analysis was performed which revealed no skipping of the procedural step and the unit passed the genesys hta functional feature test. During seal integrity check, the temperature was in ambient temperature. The hta controller went into cool down while conducting a seal integrity check only when cassette thermistor malfunction reading temperature over 94 degree celsius. Therefore, a review and analysis of all available information indicated that the root cause is no problem detected. A complaint with a cause of no problem detected indicates that the device complaint or problem cannot be confirmed.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation endometrial ablation system was being tested on (B)(6) 2016. According to the complainant, the console skipped a procedural step at the seal integrity check phase, went to cool down mode and registered an ¿insufficient patient cooling message.¿